Manufacturer narrative:
The account stated a technician repaired this issue. No further info on the repair is available at this time.

Event description:
Account alleged that the trendelenberg gas springs would not release allowing the bed to go into trendelenberg. No pt impact.